Event description:
Additional information received on 12/15/2023: all the broken fragments were removed, and the case was completed using an ar-2923bc biocomposite pushlock. The case was not delayed, and the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 12/12/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak suture broke during insertion. This was discovered during a labral repair procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.